Event description:
A customer contacted baxter's technical service ctr regarding a power issue that occurred on the homechoice (hc) unit. This event occurred after use. The home pt (hp) stated that he has attempted to troubleshoot the hc and it then started to smoke. The technical service rep (tsr) will swap the hc machine without further attempts of troubleshooting. The tsr advised the home pt (hp) to contact the peritoneal dialysis registered nurse (pd/rn) or medical doctor (md) for assistance in programming the new hc. The baxter technical service rep (tsr) arranged for a swap of the unit due to this issue. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the replacement unit arrived. There was no pt injury or medical intervention indicated at the time of the initial report.